Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that pyxibus connection to drawer was unseated. A field service engineer (fse) stated that the connection was restored by third-party contractor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 6.1 and 6.2 were not detected on bus. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.